Event description:
The user found they had reported high troponin t results for 17 patient samples after one result was questioned by a doctor. The initial results were accompanied by data flags which indicated the result was above the expected value range. The repeat testing was performed on elecsys 2010 (B)(4). All results are in ng/ml. Sample 1 initial result 0.031, repeat result <0.010. Sample 2 initial result 0.032, repeat result <0.010. Sample 3 initial result 0.039, repeat result <0.010. Sample 4 initial result 0.041, repeat result <0.010. Sample 5 initial result 0.031, repeat result <0.010. Sample 6 initial result 0.064, repeat result 0.011. Sample 7 initial result 0.044, repeat result <0.010. Sample 8 initial result 0.042, repeat result <0.010. Sample 9 initial result 0.164, repeat result 0.111. Sample 10 initial result 0.044, repeat result <0.010. Sample 11 initial result 0.135, repeat result 0.077. Sample 12 initial result 0.113, repeat result 0.066. Sample 13 initial result 0.053, repeat result <0.010. Sample 14 initial result 0.084, repeat result <0.010. Sample 15 initial result 0.078, repeat result <0.010. Sample 16 initial result 0.088, repeat result <0.010. Sample 17 initial result 0.073, repeat result 0.010. The user stated the patients were not affected based on the erroneous results because a doctor had questioned a result and so the samples were retested. The rerun results from elecsys 2010 (B)(4) were sent out as amended results prior to additional cardiac tests, such as a stress test were performed on these patients. The troponin t reagent lot number was 15721901. The field service representative determined the cause was a faulty reagent pack and replaced it. To verify the analyzer operation, the user ran calibration, controls and a precision study.

Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The investigation determined the root cause was a defective reagent pack. The issue was resolved by using a new reagent pack from the same lot. No adverse events in relation to the falsely high results were reported.